Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted that the deployment mechanism was damaged. The root cause of the customer's experience is likely due to retracting the deployment mechanism prior to full deployment. The damage observed on the deployment mechanism indicates that the customer overrode the ratchet mechanism by retracting the thumb ring prior to full deployment. If the device is retracted prior to full deployment, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed unknown - "device came off track during use." Additional information received from an applied medical team member, march 27,2017: the malfunction occurred when the device was being deployed to retrieve specimen. Type of intervention: unk. Patient status: there was not patient injury associated with the complaint.